Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 30-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had no data found for the reports. A technical support specialist (tss) connected to the med report server and verified that the extract, transform, load process was running successfully. The tss reviewed the process status and examined for any failures, and in applicable cases analyzed the database entries to identify abnormal values affecting processing. The tss then confirmed the system version and determined the need for an integer overflow correction. The tss proceeded to connect to the report server, temporarily disabled the extract, transform, load process, and applied the required database correction script to resolve the identified issue. The tss then updated the necessary extract, transform, load files, re-enabled the process, and monitored execution to ensure successful completion. The tss finally validated that reports were generating correctly with updated data. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, no data was found in reports, including device event, refill activity, temperature log, and inventory reports. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.